Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. No adverse patient effects were reported by the customer. It was reported that no further information is available.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. 510k is blank, this catalog number is not sold in the united states. One decontaminated product was received for investigation. Under visual inspection the sample appeared to be in good condition. Functional testing confirmed that after 12 hours the cuff was still fully inflated. Based on results of testing the reported failure was not observed. A device history record (DHR) review was not performed as no product fault was found. No trend of similar customer complaints was identified.